Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received a report that one axium helical coil prematurely detached. This event occured during a stent assisted coiling to treat aneurysms located in the posterior circulation. After the stent was half deployed, the axium helical coil was delivered; however it did not form a basket. The physician decided to withdraw the coil with the microcatheter. During this attempt, the coil was accidentally detached and was left out in the aneurysm pedicle. The physician then deployed the coil completely even though the coil was not placed in the desired location. The physician then placed a second stent to secure the coil, replaced the microcatheter, and finished the surgery. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. Upon receipt of the device, pushwire was returned without implant coil as it remains in the patient. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at several locations from the proximal end. It appeared that the implant coil had broken from the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of premature detachment. It is possible that the implant coil became detached due to repositioning the coil during procedure. All coils are 100% inspected for damages and irregularities during manufacture. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
The pushwire was returned without the implant coil as the coil remained in the patient. As received, the pushwire was found to be bent in several locations from the proximal end; however the customer reported no damage to the pushwire. Therefore damage to the pushwire may have occurred during shipment. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was found broken from the coil shell weld . All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and product analysis the clincical observation was confirmed. Although we are not able to definitively determine the cause of the premature detachment, it is possible that the implant coil detached due to the reported repositioning of the coil during the deployment. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." All coils are 100% inspected for damages and irregularities during manufacture.